Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had the ins implanted in march and it wasn't right, so they had another one implanted in may. They clarified it wasn't right by stating they had to take it out and put in a new one. They forgot the word that was used. It wasn't in a pocket and they had to reconstruct it. The date of the revision was noted to be (B)(6) 2019. No further complications were reported or anticipated.